Event description:
The issue occurred with a sling with model number mla4031-m and as reported from the customer the slings disjointed on the straps and a strap broke during a patient transfer. Ref MFR number: 9611530-2013-00064.